Event description:
On (B)(6) 2014: female user reported developing contact dermatitis where the pad contacted skin for 24 hours. User reported that she is allergic to latex and karaya gum and inquired if product contains these compounds. On (B)(6) 2014 replied to (B)(4) indicating that aso product do not contain natural rubber latex and not aware of product containing karaya gum. On (B)(6) 2014, requested further info from retailer to contact customer and provide additional feedback. On (B)(6) 2014, after three attempts, customer reported feedback and samples back to aso for analysis. On (B)(6) 2014 customer reported issue lasting approx 6 weeks after stopping use.